Manufacturer narrative:
Correction/removal number: 3002809144-12/20/18-001-c. A product correction letter was issued on december 20, 2018 to all alinity I customers with impacted serial numbers. The letter informs the customer of the issue regarding the alinity I gear pump assembly (part number (B)(4)) which may result in foaming or bubbling out of the bottle reservoir for concentrated wash buffer and an unexpected amount of dried residue of buffer. The concentrated wash buffer contains 5-bromo-5-nitro-1,3-dioxane, which may produce an allergic reaction when in contact with skin. An abbott representative will schedule replacement of the gear pump assembly part number (B)(4) in the concentrated wash buffer position with a properly calibrated pump part number (B)(4) for all impacted customers. The product correction letter provides instructions to continue to follow the alinity ci-series operations manual when accessing the bulk solution reservoir area to prevent skin contact until the part is replaced. The cause of the foaming/bubbling is a result of an improper calibration of the pump's operating speed.

Event description:
The field service representative observed a lot of wash buffer crystalization around the concentated wash buffer on the alinity I processing module. The alinity I pump, bulk solution transfer, pn (B)(4) was replaced. There was no adverse impact to patient management or user safety reported.